Event description:
It was reported that following the implant procedure, the chest x-ray showed a small left apical pneumothorax. Upon the date of discharge, a repeat x-ray was done and the pneumothorax had become even smaller and barely visible to the physician's eye. The lead remains in use. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.